Event description:
It was reported that the patient presented in the hospital with pacemaker pocket erosion. The pacemaker was explanted due to pacemaker pocket erosion. The patient's condition was stable.